Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a pedicle probe broke off in the pedicle. The patient retained the tip. The surgeon had to fixate another level because the tip made it impossible to place a screw in that pedicle. The surgery was prolonged by 20-30 minutes.

Event description:
It was reported that the tip of a pedicle probe broke off in the pedicle. The patient retained the tip. The surgeon had to fixate another level because the tip made it impossible to place a screw in that pedicle. The surgery was prolonged by 20-30 minutes.

Manufacturer narrative:
Device evaluation: the returned device was examined. Visual inspection revealed the tip has fractured off. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a pedicle probe broke off in the pedicle. The patient retained the tip. The surgeon had to fixate another level because the tip made it impossible to place a screw in that pedicle. The surgery was prolonged by 20-30 minutes.

Manufacturer narrative:
Device evaluation: the product was not returned and no photos were provided, so an evaluation was unable to be performed. Potential cause: since the product was not returned for evaluation, a root cause can't be established. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.